Event description:
The pt reported he received an 04 (occlusion) alarm on his insulin infusion device this morning. He stated he "changed everything" but then received a low cartridge warning even though he had inserted a full cartridge of insulin. The pt was assisted in resetting his infusion device to a full cartridge. The pt stated he had an elevated blood glucose reading of 248 mg/dl with his normal range being less than 200 mg/dl. He stated his symptom was feeling a "little bit weird in my stomach" and he corrected his levels by giving himself an insulin injection. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.